Event description:
Patient reported that many v-go devices were lost over the last 2 months because the needle button released prior to the end of the 24-hour period but did not provide specific dates for those events. Patient reported the referenced v-go devices were worn a few hours when the needle released. Patient discarded the v-go devices from those events.